Event description:
It was reported that the patient presented for left bundle branch area pacing implant procedure. The helix was screwed into the septal wall, however due to high capturing threshold and low r-wave amplitude noted, the physician elected to reposition. When attempting to reposition, the helix was unable to be retracted. The lead was not used and the physician elected to complete the procedure with a different lead. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue, high capture thresholds and r-wave amplitude. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. The reported events of high capture thresholds and r-wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.